Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited loss of capture on the right ventricular (rv) channel. A revision procedure was performed and the associated competitive rv lead was removed from service and replaced. The physician did not spend much time inspecting the system and the replacement boston scientific lead functioned appropriately. No additional adverse patient effects were reported.